Event description:
It was reported that the airbag leaked at the back of the bag and could not be pressurized. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found damage to the exhaust port along with a dried solution in the port. Functional testing manually pumped the bag to approximately 300mmhg and allowed to sit to check for leaks. No leaks present. Unit was tested multiple times and appeared to work as required. Device passed all functional testing. Unable to duplicate issue in complaint description as returned. Based on the information noted in the complaint description it appears the unit was working initially and then stopped functioning correctly, it appears the unit had solution get on the seal of the surface on the one way valve in the bulb assembly which allowed the valve not to close off completely and kept the bulb assembly from functioning. No information is provided to date. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# 617147.